Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer has been using the pump for basal delivery and insulin injections for delivering a bolus. The customer¿s blood glucose (bg) level was 130-140 mg/dl. A cause of the past occlusion could not be determined. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer declined to complete the system check and thought that the pump was the cause of the occlusions.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.